Event description:
Patient reported that she was experiencing pain in her foot, however it was the opposite side of her implant so she called hcp and hcp didn't think it would be caused by implant however did direct her to lower setting. Patient also mentioned she developed pain in her back and she was scheduled to see pcp on the day of this call. Patient stated that on the day that she started to experience the pain in her back, earlier she was picking up dirt - light gardening. Patient also mentioned that she has had back problems in the past. Additional information reported about 10 days later indicated that the patient believed the circumstances that led to the pain in the back and foot was due to programming. The pain was also felt sharply pain on the groin (side of the implant). The patient was instructed to lower the program. The patient believed the pain in back and foot was related to manufacturer device as the pain was not as strong and comes and goes. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.